Manufacturer narrative:
Batch review performed on 08-feb-2021: lot 1900611: (B)(4) items manufactured and released on 10-jul-2019. Expiration date: 2024-jun-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: 1.25 years after revision knee arthroplasty, the knee becomes unstable because of insufficiency of collateral ligaments. This condition requires a constrained device to be used; the implanted components are therefore removed. It is supposedly due to disease progression and not to a defective device. Another devices involved: batch review performed on 08-feb-2021: gmk-revision 02.07.0212, scf fixed tibial insert sc size 2/12mm (k103170) lot. 1904791: (B)(4) items manufactured and released on 22-jul-2019. Expiration date: 2024-jul-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 08-feb-2021: gmk-revision 02.07.0682r revision fixed tibial tray cemented size 2 r (k123721)lot. 1902918: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-sep-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to lateral and medial instability 1 year and 3 months after the primary surgery. Gmk-revision was replaced with a gmk-hinge.